Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. No actions will be taken at this time. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. With any hemodynamic monitoring, values can change quickly and dramatically and should correlate with the patient¿s clinical manifestations. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use in a (B)(6) post-op cardiac surgery patient, a variance between the cardiac index (ci) and svo2 value on the philips bedside monitor was observed. The ci value did not correlate nor predict the svo2 value and frequently registered low (1.96 l/min), while the svo2 registered clinically significantly higher (70%). The higher svo2 value was reported to have more accurately reflected the patient condition. There was no error message. The catheter markings (in cm) at the time of the event is unknown. To troubleshoot the issue, the svo2 was checked, per protocol. There was no patient injury; however, additional svo2 lab draws were performed to treat the issue. The lot number is unknown and the device was discarded.

Manufacturer narrative:
Reference CAPA-20-00141.